Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12946, 1627487-2019-12948. It was reported the patient experienced ineffective therapy with their scs system. Diagnostics indicated that both of the patient's leads had high impedances in multiple contacts. Reprogramming did not resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.